Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. Functional testing found when a cassette was attached and latch handle was closed, it alarmed for cassette not attached properly. The defective dso sensor will be replaced to correct the reported problem. The root cause of the reported issue was found to be component failure.

Event description:
Additional information received via email from customer and attached to complaint on 07/jan/2022: no patient involved. No patient injury reported.

Event description:
It was reported that a smiths medical cassette not attached properly error and alarm when latch is closed.